Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon evaluation, the white (drvn gnd) wire was open. The cause of the test failure is the open white wire. The root cause of the open wire cannot be positively identified but is likely physical abuse. No adverse event resulted from the defective belt.

Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that it failed incoming functionality testing.